Manufacturer narrative:
Facility name: (B)(6) medical center. Address: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex st100 set, an external blood leak was identified. The leak was reported to have originated from the blood line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The sample was received filled with blood. A pressure test was performed and a leak was observed at the level of the blood segment and support plate bonding, the blood pump segment was too short and measured 231mm. The reported condition was verified. A nonconformance has been opened to address this issue. The cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.